Event description:
During the closure of the vaginal cuff, the v-loc stitch broke at the insertion of the needle and the 3 mm needle was embedded in the tissue of the posterior vagina. Unable to retrieve the needle portion.